Event description:
Further information was received indicating that surgery for pin re-insertion was scheduled for (B)(6) 2015. It was later reported that pin re-insertion surgery was completed on (B)(6) 2015. The patient¿s vns system was tested after pin re-insertion and system diagnostics returned impedance results within normal levels. It was reported that stimulation would continue.

Event description:
It was reported that a system diagnostic test was performed during an office visit which revealed a high impedance condition (impedance value >= 10000 ohms). The patient previously underwent generator replacement surgery on (B)(6) 2015 and lead impedance was within normal limits (impedance value ¿ 3700 ohms) when the replacement generator was tested with the existing lead. X-rays were taken and sent to the manufacturer. Review of the x-rays found that the generator was in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin seemed not to be fully inserted into the generator connector block. The electrodes appeared normally placed on the vagus nerve. No strain relief bend, loop or tie-downs were used to secure the implanted lead. Part of the lead was behind the generator and could not be assessed. No sharp angles or lead breaks were visible. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
UDI# (B)(4) manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of the generator.